Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. As it has been 12 years since the device was manufactured, the most probable cause of the reported ¿video connector flap door was broken; preventing full insertion¿ malfunction was attributed to the lock of the connector receiver deteriorated over time caused by repeated use for a long period of time. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The evaluation confirmed the reported malfunction as the video connector flap door was broken; preventing full insertion. Additionally, the picture in picture connector is corroded and the "hd-ee/ltf-vh" is not activated causing no narrow band imaging mode. The unit was repaired to standard specifications and returned to the customer. A review of the unit's repair history shows no previous repair records; purchase date of (B)(6) 2013. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that during inspection prior to use, scopes and cameras would not stay in the visera pro video system center due to the a damaged video connector latch. No patient injury or harm was reported.